Event description:
This spontaneous case was reported by an other and describes the occurrence of fallopian tube perforation ("essure perforated the fallopian tubes"), pelvic pain ("pelvic pain"), device dislocation ("essure migrated from the tube, to the uterine cavity or abdominal area") and genital haemorrhage ("hemorrhages") in unspecified number of female patients who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure misplaced". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), the first episode of allergy to metals ("nickel allergy or metal allergy"), genital haemorrhage (seriousness criterion medically significant), the second episode of allergy to metals ("nickel allergy or metal allergy"), device allergy ("pet fiber allergy"), device expulsion ("essure migrated from the tube, to the uterine cavity or abdominal area"), migraine ("migraine"), fatigue ("tiredness"), night sweats ("nocturnal sweating"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), loose tooth ("loss of dental parts") and abdominal distension ("abdominal swelling") and was found to have fallopian tube leiomyoma ("fallopian fibrosis") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, device dislocation, genital haemorrhage, the last episode of allergy to metals, device allergy, device expulsion, fallopian tube leiomyoma, migraine, fatigue, night sweats, metrorrhagia, amenorrhoea, alopecia, loose tooth, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, device allergy, device dislocation, device expulsion, fallopian tube leiomyoma, fallopian tube perforation, fatigue, genital haemorrhage, loose tooth, metrorrhagia, migraine, night sweats, pelvic pain, weight decreased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: the patients refer as unbearable and devastating the adverse events that they experienced while on essure. The amount of affected women is more than 2100, 40 . Essure needs to be removed from the patients due to the nickel allergy or metal allergy and the pet fiber that is made of. In order to remove essure, they need to underwent surgery and in some cases an hysterectomy, the complete removal of the uterus was required. The list of adverse event is enormous, it goes from hemorrhages, migraine, tiredness, nocturnal sweating, metrorrhagia, amenorrhea, hair loss, loss of dental parts, weight loss, pelvic pain and abdominal swelling. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ('essure perforated the fallopian tubes'), device dislocation ('essure migrated from the tube to abdominal area'), pelvic pain ('pelvic pain') and genital haemorrhage ('hemorrhages') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure misplaced at time of insertion". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy or metal allergy"), device allergy ("pet fiber allergy"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea"), menstrual disorder ("disturbance on menstruation"), medical device site fibrosis ("fallopian fibrosis"), abdominal distension ("abdominal swelling"), device expulsion ("essure migrated from the tube to the uterine cavity"), migraine ("migraine"), fatigue ("tiredness"), night sweats ("nocturnal sweating"), alopecia ("hair loss"), tooth disorder ("dental problems"), tooth fracture ("loss of dental parts") and arthralgia ("joint pain") and were found to have weight decreased ("weight loss"). The patients were treated with surgery (essure removal and essure removal, possibly complex and extendin to the removal of fallopian tubes, uterus, and ovaries). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, allergy to metals, device allergy, metrorrhagia, amenorrhoea, menstrual disorder, medical device site fibrosis, abdominal distension, device expulsion, migraine, fatigue, night sweats, alopecia, tooth disorder, tooth fracture, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, device allergy, device dislocation, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, medical device site fibrosis, menstrual disorder, metrorrhagia, migraine, night sweats, pelvic pain, tooth disorder, tooth fracture and weight decreased to be related to essure. The reporter commented: in laypress report from "salamanca al dia.es" an unspecified number of patients refer about unbearable and devastating adverse events they experienced while on essure. The amount of affected women is more than 2100, 40 . Essure needs to be removed from the patients due to the nickel allergy or metal allergy and the pet fiber that is made of. In order to remove essure, they need to undergo surgery and in some cases an hysterectomy / complete removal of the uterus. The list of adverse event is enormous, it goes from hemorrhages, migraine, tiredness, nocturnal sweating, metrorrhagia, amenorrhea, hair loss, loss of dental parts, weight loss, pelvic pain and abdominal swelling. Laypress article "europa press "affected in galicia by the implant should be ensured recoveries to the ministry of sanidade" referring a press conference with association of affected to essure galicia, there was told that around 1300 women had essure in galicia.the president of this association informed that implant has been removed in 66 patient in terms of health care. At the moment 4 complains were made to ministry of sanidade but 18 more were expected; the amount of damages could change according to sequels and the effects suffered for each patient, considering that surgery for essure removal could be complex and extend to the removal of fallopian tubes, uterus, and ovaries. In general terms, it was told that secondary effects could be disturbance of menstruation, excessive bleeding, pelvic pain, joint pain, dental problems, and hair loss among others. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: laypress article "europa press "affected in galicia by the implant should be ensured recoveries to the ministry of sanidade" referring a press conference with association of affected to essure galicia, there was told that around 1300 women had essure in galicia. The president of this association informed that implant was removed in 66 patient in terms of health care. At the moment 4 complains were made to ministry of sanidade but 18 more were expected; the amount of damages could change according to sequels and the effects suffered for each patient considering that surgery for essure removal could be complex and extend to the removal of fallopian tubes, utero and ovaries. In general terms, it was told that secondary effects could be disturbance in menstruation, excessive bleeding, pelvic pain, joint pain, dental problems and hair loss among others (new events were added to this summary case). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.